Event description:
It was reported that the right ventricular lead had low impedance and a lead warning was triggered. It was noted that the patient was symptomatic when the unipolar pacing configuration was used. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).